Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# b0400280k, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) on behalf of a healthcare provider (hcp) in a foreign clinical study reported that there was an infection at the implantable pulse generator (ipg) site and lead site that required surgery. It was reported that they discontinued therapy due to explant of the infected device. There was a report that there was a re-implantation of the lead and ipg. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# b0400280k, product type: lead. Correction to evaluation codes: (B)(4) updated to (B)(4). (B)(4) now applies and (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.`